Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was hard to hear. The customer's blood glucose level was unknown. The customer also reported that the display screen had scratches. They stated that it did not impair view of screen. The customer reported that the battery life had diminished. The insulin pump also received no delivery alarms. The customer declined troubleshooting the issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm. No charge/battery lasts less than expected anomaly and no audio/vibrate anomaly during test noted. Insulin pump received with broken battery cap, minor scratched lcd window and cracked case display window corner.